Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15852. It was reported the pt experiences a tingling sensation in her abdomen with stimulation on and off. The pt also had some swelling in her leg that has now resolved. Ultrasound results were normal. The sjm rep met with the pt and the pt's scs system was able to be programmed. The pt is to be evaluated further at her next f/u appointment.